Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture/corrosion in the battery compartment, no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 088 alarms were observed in the pump's black box beginning on (B)(4) 2015. Pump reboot events were observed in the clearing of the call service alarms. There was evidence of moisture contamination inside the battery compartment. Due to the moisture, the pump could not complete a 24 hour duration test. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture contamination inside the pump on the watchdog processor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.